Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: will not be able to obtain any further information. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure? How was the perforated urethral diverticulum diagnosed? Were there any consequences resulting from the perforated urethral diverticulum? If yes, how were these treated? Onset date of fistula from the time of initial procedure? Diagnostic confirmation and location of fistula? Was any deficiency or anomaly of the mesh? If yes, please describe it. Provide a date and surgical findings of excision of tvt-o diverticulum and fistula procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event (perforation of urethral diverticulum and fistula)? What is the patient's current status? Other relevant patient comorbidities/concomitant medications? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a gynecological surgery in 2012 and the mesh was implanted. The patient had perforation of a urethral diverticulum with the mesh, probably at time of insertion in 2012. The excision of mesh diverticulum and fistula was performed. No further information is available.